Manufacturer narrative:
The device was not returned for investigation or angiograms submitted for review. It was reported an ultrasound and angiogram showed reduced flow distally and a filling defect at the access site. Based upon previous similar complaints, it is believed that this was a result of either a dissection or collagen partially in the vessel; however, neither of these can be confirmed. The following adverse event related to the deployment of vascular closure devices has been identified in the us IFU: local trauma to the femoral or iliac artery wall, such as dissection. The document history record (DHR)was reviewed and confirmed no non-conformities. Based on the information reviewed, there appears to be no product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The IFU lists stenosis of the femoral artery requiring percutaneous intervention such as balloon inflation as a possible adverse event. An investigation has been opened to review device history record, risk documentation, and case imaging.

Event description:
Following a tavr procedure, manta was utilized for closure. It was reported that after closure, an ultrasound showed reduced flow distal to the access site. An angiogram and pressure gradient reading showed a filling defect and confirmed diminished flow. A balloon was advanced from the contralateral side and flow was restored. The defect was reduced, but still visible. However, it was determined no other treatment was required. Patient was said to be fine following the procedure.